Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment a 5l effluent drain bag was leaking from the yellow stopcock. The customer reported that two to three hours after the initial fill of the effluent bag, the bag was removed from the scale, emptied of effluent and placed bag on the scale for further use. The stopcock became detached when emptying the bag. The leak was observed when re-starting treatment. This drain bag is labeled for single use. There was no report of the effluent bag leaking prior to being emptied. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added: h10: the cause of the reported leak was determined to be manufacturing related. A nonconformance has been opened to address the reported leaking effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Four samples were received, two used and two unused and visually inspected for the reported condition. There was no leaking observed from the yellow stopcock, nor was there damage to the yellow stopcock indicating that it had become detached from the bag at any time. The reported event was not confirmed. The cause of the yellow stopcock detaching was not determined. One of the companion samples did leak from the bag near the valve and this is further investigated. A manufacturing record review was conducted and the product meets specification. There are no other complaints associated with this lot number. Should additional relevant information become available, a supplemental report will be submitted.